Manufacturer narrative:
Device evaluated by MFR: analysis of the returned device revealed a kink on the catheter shaft located 77.3cm from the tip. There was a hole in the infusion line located at 77.3cm from the tip, and the hole leaked fluid. Functional testing revealed the device functioned as designed. The guidewire that was used during this procedure was not on the compatible list per the jetstream directions for use. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
It was reported that the device became stuck on the guidewire. A 1.6mm jetstream sc catheter was selected for a tibial-peroneal atherectomy procedure. While the device was inside the patient, the device became stuck on a non-bsc guidewire. The physician then removed the jetstream catheter and guidewire together. The procedure was completed by doing an angioplasty with a balloon. There were no complications or injuries to the patient reported.